Event description:
It was reported that a pericardial effusion had occurred. On (B)(6) 2021 a 31mm watchman flx was implanted without issue. The following morning, prior to discharge, the patient complained of chest pain. A tee was performed at which point an effusion was noted. Pericardiocentesis was performed. 200cc were removed and the patient was subsequently discharged the following morning. There were no further issues and the patient was expected to recover fully.